Event description:
Baxter reported an incident involving two colleague infusion pumps at the facility. Reportedly, the infusion pumps did not alarm and recorded they were delivering when blood refluxed back up the infusion line and the porta-cath blocked. It is understood by baxter that one pump was used for a blood tranfusion and the other pump was used for a normal saline infusion, however, it is unk which serial number was used for which infusion. The facility reported, "the first unit (of blood) commenced at 23h15 at 50ml/hr". At 00:00, it was observed that the blood was not infusing well. The porta-cath was flushed with saline successfully and the normal saline infusion was started at rate of 40ml/hr, via a separate pump. Blood transfusion was then restarted at a rate of 40ml/hr and the normal saline infusion was maintained at 2ml/hr. There was "no downward occlusions registered on baxter pump". At 01:00, blood transfusion was reported to be "running well". The second unit of blood, 50ml, was set up to be run into a buretrol. The pt was to receive a total of 120ml of the blood transfusion. The blood tranfusion was started at 40ml/hr. Reportedly at 02:00, blood tranfusion was "not running at all". Porta-cath was rechecked and no obvious blockage was seen. At that time, normal saline was reported to be "running intermittently" and both baxter pumps registered "downstream occlusion". When the intravenous line was taken out of the pump, blood was running very slowly and then stopped. The normal saline infusion was stopping intermittently. The physician was notified and came to see the pt. At 02:15, the physician attempted to flush the IV line with 0.5ml of heparin added to 50ml of normal saline, which was unsuccessful. Another physician was notified, who inserted a new "90 degree huber needle". The porta-cath was flushed with 10ml of "heparin 5000iu added to 50ml of normal saline". The porta-cath site was cleaned with povidone iodine, a new dressing was applied and the porta-cath was secured with gauze, opsile, and tegaderm. A new IV set up of normal saline was started at a rate of 10ml and was "running well". No downward occusion was noted. The blood transfusion was discontinued, after the pt had received "70ml of packed cells", and no further blood was given. The pump was removed and replaced. The pt recovered. On examination of the intravenous line used for the blood transfusion, the nurse observed "a thin line of clotted blood", which indicated the line and the needle that were used had blocked. Though requested, no additional info was provided.